Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a foreign material was found inside the secondary water supply tube and in the nozzle. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus colonovideoscope was returned to the service center with a separate issue. However, a reportable medical device failure was identified during testing at the service center. During inspection of the device, a foreign material inside the secondary water supply tube and in the nozzle. There was no patient involvement.